Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion area was located in a moderately tortuous and mildly calcified left circumflex artery (lcx). A 10/3.00 flextome cutting balloon was selected for use. During the procedure, while trying to cross the mid lcx segment, the balloon expanded at 10 atmospheres. However, a burst was noted. The device was manually pulled out. Procedure was completed with a different device. No complications reported, and the patient was stable.